Manufacturer narrative:
(B)(4). MDR report key 11862769. MDR text key 251976732. Report number 11862769. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based on sales history, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The following information was received via maude report: "when attempting to place radial artery catheter, the catheter itself is too flimsy and unable to pass the patient's skin despite needle already having passed through patient's skin, subcutaneous tissue, and artery. The catheter bunches on needle and does not pass through skin. Upon removal, catheter tip is deformed." The report indicates this results in multiple unnecessary arterial punctures. No patient injury was reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The following information was received via maude report: "when attempting to place radial artery catheter, the catheter itself is too flimsy and unable to pass the patient's skin despite needle already having passed through patient's skin, subcutaneous tissue, and artery. The catheter bunches on needle and does not pass through skin. Upon removal, catheter tip is deformed." The report indicates this results in multiple unnecessary arterial punctures. No patient injury was reported.